Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The main pcb was replaced as a precaution. The device was recertified and returned to the customer. Review of the device data logs verified the battery became depleted due the error 23n009 occurring repeatedly. During that time the device was on and drained the battery, which prevented the device from powering on. It could not be determined if the software timeout was caused by the user or the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.